Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general complaint with unknown dates and undocumented incidents that in the past, during an infusion, the line leaked and when attempting to detach to find the leak, the infusion set it breaks/cracks. Although requested there has been no further information provided.

Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows that a piece of the male luer collar tip was broken off. The root cause of this failure was not identified.

Event description:
The customer reported a general complaint with unknown dates and undocumented incidents that in the past, during an infusion, the line leaked and when attempting to detach to find the leak, the infusion set breaks/cracks. Although requested there has been no further information provided.